Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the basal software did not suspend insulin delivery causing the customer's blood glucose to lower to approximately 12-15 mg/dl. Reportedly, the customer is visually impaired and was unable to confirm if the basal software was turned on at the time of the event. Customer consumed candy and tea to treat bg level. Reportedly, the customer has a backup pump for insulin therapy.